Event description:
It was reported that when using the bd pyxis¿ medstation¿ es fridge door did not open and alarm was going off. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station and refrigerator alarms were triggered. A field service engineer (fse) replaced the latch and wire harness on the remote manager (rm) to resolve the issue. An open close test was conducted using the hardware test application (hta), and the system passed successfully, confirming proper functionality. The system functioned as intended after the field service engineer repaired the device.